Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4)

Event description:
It was reported that during a routine device check, the physician adjusted the parameters of the device and the patient complained of feeling uncomfortable and had a sense of suppression in the chest following the adjustment. The patient presented one month later, continuing to complain of a sense of suppression in the chest. An electrocardiogram was performed, in which undersensing was detected. A replacement procedure is planned. No further patient complications have been reported as a result of this event.